Event description:
A malfunction on the pump was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Technical support provided information to reset the pump and assisted the caller with the reset. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues arise.